Event description:
Complainant reports that the suspect test strips, when used according to the product's instructions, is incompatible with a certain co's blood glucose test meter's memory function. The memory function, using the other co's strips, maintains a 14 day memory and calculates the daily average based on the results maintained in memory. Using the suspect strips results in the control solution reading being added to the memory which could effect the daily average. This problem was discussed with the firm and the firm claimed that it was aware of this problem and suggested that he not rely on the unit's memory but he should maintain a written log of his daily readings and calculate his daily averages. Complainant feels that a written log is a good back-up to the unit's memory but that the strips should be completely compatible with the equipment or should not be marketed. Complainant feels the marketing of these strips is misleading consumers and the failure to describe the incompatibility with the unit's memory function constitutes a deceptive practice, particularly since the firm has knowledge of this incompatibility.